Event description:
Boston scientific received information that this right ventricle (rv) lead was explanted due to loss of capture from myocardial infarction. The rv lead was upgraded to an active fixation lead on the septal wall. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.